Manufacturer narrative:
Concomitant medical devices: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
Information was reported by a consumer regarding a patient receiving intrathecal dilaudid via an implanted pump. Indications for use included spinal pain. It was reported on (B)(6) 2012 the patient passed away. The pump was not returned to the consumer from the crematory. It was reported the patient's passing was "indirectly" related to the pump therapy. The cause of death, if the death was related to the implanted infusion system, and other medications the patient was taking at the time of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.